Event description:
On 12/07/2009, a spontaneous report was received from a physician regarding a (B) (6) female who received an injection of perlane (cross-linked hyaluronic acid dermal filler). Medical history included no known allergies and no health conditions. Restylane (cross-linked hyaluronic acid dermal filler) and perlane had been used for the past 2 years. The pt's skin type was white. Concomitant medications included unspecified vitamins. The pt received a 0.5 ml (1 vial) injection of perlane on (B) (6) 2009 into the lips and nasolabial folds; the injection technique was reported as unk. The pt did not receive any pre-procedure medications and no add'l procedures were performed at the time of implantation. On an unspecified date in (B) (6) 2009, after the implantation, the pt was red, irritated, scabby and dry in the areas injected with perlane. On (B) (6) 2009, the pt reported to the office that she had been experiencing these symptoms for the past 2 weeks. The pt had not treated the areas. Hydrocortisone cream was recommended by the office staff. The lot number and expiration date were 9325-1 and 07/2010, respectively.

Manufacturer narrative:
The physician considered the events related to the product. The physician also reported 2 other cases involving perlane. See associated cases (B) (4) and (B) (4) (MFR # 2032896-2009-00029).